Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be duplicated. The device underwent functional evaluation upon receipt. The decontamination tech commented receiving several error 41 (low internal flow) during decontamination. The alert 41 was not repeatable during evaluation. No repairs were made for the reported issue was the event was not confirmed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stats that the device that failed calibration with error 3. Expected value 2300 actual value 0. Transferred to albert g vm for assistance and sent call details via teams. Per sample evaluation results on 20dec2023, it was reported that the decontamination tech commented receiving several error 41 (low internal flow) during decontamination the device was not auto filling. Excessive travel in the on position of power inlet switch causes temporary power loss and reset of device.

Event description:
It was reported that biomed stats that the device that failed calibration with error 3. Expected value 2300 actual value 0. Transferred to albert g vm for assistance and sent call details via teams. Per sample evaluation results on 20dec2023, it was reported that the decontamination tech commented receiving several error 41 (low internal flow) during decontamination the device was not auto filling. Excessive travel in the on position of power inlet switch causes temporary power loss and reset of device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.